Event description:
The IV pump spontaneously powered itself off during an infusion. The nurse checked to assure it was still plugged in and all other systems were functioning. There were no power failures at this time. The nurse turned the IV pump back on and it started working again correctly.this happened 4 or 5 times with different pumps during the last month.